Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of reduced suction flow on the endoscope. The suction and instrument channel of the colonoscope was examined, and a portion of an unidentified cleaning brush was found stuck inside the channel wall at the control body grip, which likely caused or contributed to the user's report. Additionally, the air/water inlet at the s-connector was found misaligned. The device was serviced and returned to the customer. As part of the investigation, the user facility was contacted to obtain more detailed info regarding the report, and was informed that the colonoscope was only used on one pt prior to being returned for contamination or infection. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing of endoscopes. If significant and relevant info is received later, this report will be updated. The device was services and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy the users experienced poor suction, and reportedly temporarily lost three polyps. The polyps were reportedly retrieved using a different unidentified colonoscope, and the procedure was completed. There was no pt injury reported.